Manufacturer narrative:
The initial regulatory report was submitted under retrospective summary report e2017032. Unique complaint identification number: (B)(4). Device evaluation summary: the breath delivery (bd) power controller printed circuit board assembly (pcba) was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies were observed. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator battery was unable to charge and generated an error message. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the breath delivery (bd) power distribution printed circuit board (pcb) was returned for failure investigation. The resistance reading across component reference designator r6 in circuit was approximately 29k ohms when it should have been reading 1 ohm, indicating that component r6 was near open circuit. Component r6 is a 1 ohm 2 watt surface mount resistor device. The r6 device forms part of the inrush limiter circuit on this pcb. The near open circuit defect on this r6 device would suggest that there was a power surge of some description which caused this damage. If information is provided in the future, a supplemental report will be issued.